Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06453 . Additional information indicates that the patient also experienced pain at the ipg site. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the patients entire system was explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: (B)(4). It was reported that following a motorcycle accident, the patient experienced ineffective therapy. 2 of the 4 leads have migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which 2 leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 8146392. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8362803.